Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿always make sure that the correct time and date are set on your system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) as low as 40 mg/dl. Bg was addressed with glucose tablets. At the time of report, bg was 170 mg/dl. Reportedly, the customer suspected that pump was not properly calculating boluses. During troubleshooting, customer reported that the temporary basal rate "seemed off" and tandem's technical support identified that the time of was off by 12 hours (clock was set to pm instead of am). Customer reported that the time being off by 12 hours was due to use error. The time was successfully changed to address the event.